Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a gastroscopy procedure performed on (B)(6) 2022. During the procedure, after gastroscopy, the band ligation device was introduced through the scope. After accurate positioning and suctioning the varix into the ligating unit, it was noticed that no bands were deployed, and "the procedure was ended unsuccessfully." The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a gastroscopy procedure performed on (B)(6) 2022. During the procedure, after gastroscopy, the band ligation device was introduced through the scope. After accurate positioning and suctioning the varix into the ligating unit, it was noticed that no bands were deployed, and "the procedure was ended unsuccessfully." The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on january 7, 2023: it was noted that there was no difficulty experienced upon setting up the device. The procedure ended successfully and was completed using another speedband superview super 7.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.